Event description:
Healthcare professional reported left side pain, capsular contracture baker grade iii plus concerns with the biocell product implant exchange. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture, pain and anxiety product/procedure received on (B)(6), 2024, with lot number 2556603. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ anxiety product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii

Event description:
Healthcare professional reported left side pain, capsular contracture baker grade iii plus concerns with the biocell product implant exchange. Device has been explanted.